Manufacturer narrative:
Boston scientific received additional information that this lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The lead's programmed parameters were reprogrammed, and the lead will be repositioned at a later date. No adverse patient effects were reported.